Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the photographs identified: device is seen ruptured. The event of capsular contracture grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture grade IV.

Event description:
Healthcare professional reported rupture, capsular contracture grade IV, and a "small nodule" related to the right device. The device has been explanted.